Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. In the future, a supplemental report will be issued.

Event description:
The consumer reported that they had shocking at the lead site on the right side. The patient noted the lead was implanted at the occipital nerve from the left side all the way to the right side. The patient stated it was like tens or shock therapy and was noticeable. The patient turned the right side off and was still getting shocked and was directed to their healthcare provider to have the device checked. The indication for use was non-malignant pain.